Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Clear fluid was noted under the cycler. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide when a fluid leak occurs. The disposable cartridge was not available for eval at the time of this report. The exact cause of the fluid leak cannot be determined. The user's guide instructs to always monitor the system for leaks and rinseback the pt's blood in the event a leak is detected. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified.